Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the nurse called in mid procedure to report repeated error 23087 on universal surgical manipulator (usm) 4. Caller can continue with 3 arms only. System restart with emergency power off (epo) was needed to clear the errors and booted up with 3 arms only. The error comes from usm4 encoder, axis 3. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where a relevant testing was passed within specification. Once testing was completed, dof 4 cva, cva disk, ffc, and hall sensor assemblies were inspected, but no faults could be identified. Upon visual inspection, no issues were found that would be related to the reported event. Probable root cause is attributed to the dof 4 cva, cva disk, ffc and axes controller spar hall pca (acsh).

Event description:
Refer to h11 for follow-up information.